Event description:
Customer reported unexpected negative reactions with cell #iii, homozygous jka cell, of capture-r ready screen (crrs) 3 , lot #r022, when testing a patient sample containing anti-jka on the echo. No adverse reactions or transfusion reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The reactivity of the jka antigen was confirmed on retention crrs(3), lot r022 and crrid, lot id100. The reactivity of the jka antigen was confirmed on returned crrs(3), lot r022.